Manufacturer narrative:
H10:internal complaint reference: (B)(4).

Event description:
It was reported that the t2 implant of the fast fix could not be deployed. The deficiency was observed while performing the investigation for the device; therefore, there was no patient involvement.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and t1 implant returned off the insertion device, t2 was still in the channel ready to deploy. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it does not cycle as designed, the actuator bar is no longer functional so t2 could not deploy. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended force. Based on this investigation, the need for corrective action is not indicated.